Event description:
Healthcare professional additionally reported "any creases associated with hole", "particles in valve", and "plug strap separated." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and broken sharp of plug strap. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified broken sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken sharp of plug strap assessed as unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. No observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "any creases associated with hole", "particles in valve", and "plug strap separated." Device has been explanted.